Manufacturer narrative:
Getinge became aware of an issue with volista access surgical light. As it was stated, a liquid was leaking from the spring arm. The liquid appears to have ingressed into the light assembly. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid ingress may cause fire. It was established on-site that the liquid ingress is related to a wrong cleaning procedure. The customer was informed. The lamp was changed and the equipment was approved for use. No other anomalies were found relating to the device or its history. Further investigation was performed by the subject matter experts at the manufacturing site. It confirms the issue to be probably the result of cleaning procedure, the spraying of solutions directly in the equipment. It was established that when the event occurred, the surgical light met its specification, as the liquid problem is not related to the device and it contributed to the event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. The occurrence ratio is extremely low. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of #describe event or problem section this is based on the result of internal review. #b5 previous describe event or problem: on 18th march, 2021 getinge became aware of an issue with volista access surgical light. As it was stated, the liquid was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 18th march, 2021 getinge became aware of an issue with volista access surgical light. As it was stated, a liquid was leaking from the spring arm. The liquid appears to have ingressed into the light assembly. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid ingress may cause fire.

Event description:
On 18th march, 2021 getinge became aware of an issue with volista access surgical light. As it was stated, a liquid was leaking from the spring arm. The liquid appears to have ingressed into the light assembly. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid ingress may cause fire.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista access surgical light. As it was stated, the liquid was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination.